Event description:
The customer reported the system displayed high kv error message during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced. The system was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.